Manufacturer narrative:
Concomitant medical products: product ID: addrl1 ipg, implanted: (B)(6) 2010. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) and right ventricular (rv) epicardial leads had high thresholds. The rv lead thresholds were stable, so the lead was moved from the rv port to the atrial port and the ra lead was moved to the rv port. The new atrial lead will pace all the time due to heart block and the rv lead will sense off the atrial pace. The leads remain in use. No patient complications have been reported as a result of this event.